Event description:
On (B)(6) 2009, the pt had vaginal mesh placed due to stress urinary incontinence. The pt returned to her surgeon and it was determined she had an extrusion of the mesh into her vagina. The mesh was surgically removed on (B)(6) 2011.